Event description:
It was reported that high out of range shock impedance was noted on this right ventricular (rv) lead. The measurement has since normalized. This rv lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedance was noted on this right ventricular (rv) lead. The measurement has since normalized. This rv lead remains in-service at this time, and device data is currently under review by technical services (ts) to provide troubleshooting recommendations. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.